Event description:
New information received stated that the implantable cardioverter defibrillator exhibited additional episodes of post-pace t-wave oversensing. The device was reprogrammed. Patient was asymptomatic and stable.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed. Patient will continue to be followed normally.